Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the reported no output was determined to be the result of normal battery depletion.

Event description:
No pacing output was reported. The device was explanted and replaced. No patient complications have been reported as a result of this event.